Event description:
It was reported during a pacemaker replacement procedure this chronic atrial lead exhibited high thresholds over 4.0v and was surgically abandoned. The device was actively implanted for approximately 9 years, 11 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possesion of the lead, as it was abandoned. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.